Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she was out of town without the charger and due to the pandemic she waited until now to get the device restarted. The overdischarge was confirmed with the programmer and charger and a physician recharge mode was done. Normal charging was able to get be done and the power on reset was cleared and therapy restarted. An impedance check found that electrodes 2, 3, and 4 were greater than 10000 ohms. The representative programmed around the impedance issues to restore adequate therapy. The issue was resolved at the time of the report. No patient symptoms reported.